Manufacturer narrative:
Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com. The reported meter ((B)(6)) was returned, and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter did not power on with button depression or with strip insertion. The meter was de-cased and a visual inspection on the printed circuit board (pcb) revealed liquid ingress contamination. This issue therefore, is not confirmed to use, as the meter had been in distribution beyond its useful life at the time of the complaint. Additional investigation activities are not required, as the device met specification when it was release and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported, that the customer had previously reported, that her adc blood glucose meter could not power on with test strip insertion nor button press. And that replacement meter had not yet been received. As the customer had no method of monitoring glucose, the customer experienced seizure and loss of consciousness. The caller called paramedics and the customer was taken to the emergency room and treated. The caller did not have any information regarding treatment provided, as caller did not accompany customer to hospital. Caller mentioned customer, was prescribed new medication, acyclovir. However, this is unrelated to treatment of diabetes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2011, it has been in distribution beyond its useful life as of the date of event is (B)(6) 2021. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer had previously reported that her adc blood glucose meter could not power on with test strip insertion nor button press, and that replacement meter had not yet been received. As the customer had no method of monitoring glucose, the customer experienced seizure and loss of consciousness. The caller called paramedics and the customer was taken to the emergency room and treated. The caller did not have any information regarding treatment provided as caller did not accompany customer to hospital. Caller mentioned customer was prescribed new medication, acyclovir; however, this is unrelated to treatment of diabetes. There was no report of death or permanent injury associated with this event.